Event description:
There was no pt involved in this event. The device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The device was disassembled for investigation and measurements taken indicated a fault with the q37 transistor. The q37 is an integral part of the on/off circuitry. The device log shows very low temps and there is evidence of corrosion on the device indicating that the device was being inadequately stored which can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.